Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous, greater than 90 degree bend, and severely calcified proximal end of left anterior descending artery (lad). A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure the stent strut was found lifted and failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous, greater than 90 degree bend, and severely calcified proximal end of left anterior descending artery (lad). A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure the stent strut was found lifted and failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.